Manufacturer narrative:
No physical damage to cartridge holder or inpen front and back shell was noted. Cartridge holder locks properly in place. The inpen paired to the commercial app. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Performed leak test and no priming anomaly was noted. However, inpen failed dialing alignment using dose knob zero alignment gage. The zero tick mark dose not align in the gage window when dialed to 16u. Inpen passed front cap investigation. In conclusion: dose log/report data inaccuracy was not confirmed. Unable to verify alleged high bg. The patient complaint of inpen not working could not be confirmed. However, inpen failed dialing alignment using dose knob zero alignment gage. The zero tick mark dose not align in the gage window when dialed to 16u. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and customer thinks that he did over dose and dosage inaccuracy. The customer reported blood glucose value of 50 mg/dl. The event involved product mmt- 105elpkna. Troubleshooting was performed and it was found that intended dose amount and dose amount recorded in the inpen app (logbook or home screen) greater than 1.0 unit. No further patient complications were reported. The customer will discontinue inpen use and revert to back up plan as per health care professional instructions the product mmt- 105elpkna will be returned for analysis.